Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. There was no harm or negative effect to the patient due to the biopsies, also not due to the surgery/anesthesia prolong of ca. 2 hours. Other than the intended revision surgery to obtain a diagnostic sample, there were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the navigated biopsy trajectory applied deviating by ca. 10mm was an insufficiently accurate fiducial marker registration by the user of the patient anatomy at the surgery to the pre-surgery patient scan used by the navigation. Most likely the positions of the fiducial markers attached to the skin had changed on the patient's head at the registration to navigation during the surgery in comparison to the former scan, due to poor placements in areas with possible skin shift, for e.g. Introduced through the head clamp attached for the surgery: 4 of the 7 planned and acquired landmarks (fiducials) were attached near areas of loose skin. This caused the navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and actual patient anatomy. Despite a deviation to the navigation display was detected by the user before making the incision, as the drill bit did not exactly align to the previous entry point marking on the skin made directly after navigation registration, apparently the actual resulting deviation of the navigation display was not detected by the user with the necessary accuracy verification of navigation after registration and throughout the procedure, before creating the burr hole and applying the biopsy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for biopsy of a tumor, located ca. 8cm deep in the brain, posterior and slightly right of the midline, with a size of ca. 3.6cm², has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative MRI scan with fiducial markers attached to the skin of the patient's head was acquired 1 day before the surgery, to reference the navigation display to. A trajectory was planned using the MRI scan. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, with a slight lateral tilt to the left, and attached the patient reference array for navigation to the head holder. Performed the patient registration on the pre-op MRI by acquiring landmark registration points with the pointer on the donut marker fiducials attached to the head's skin, to match the display of the navigation to the current patient anatomy. Verified the accuracy, accepted the registration to proceed, marked the planned entry point with a pen on the patient's skin for reference, draped the patient and exchanged the reference array to a sterile one. Aligned the navigated varioguide to the planned trajectory, and determined with a non-brainlab drill bit placed inside the varioguide, that the on the skin marked entry point is not near. Also the navigated pointer showed the skin marking no longer matching the planned entry point. Undraped the patient, and repeated the registration with the same method as above, and re-draped the patient. Observed again a deviation from the skin marking upon aligning the varioguide, and attempted another registration with the procedure as above, also showing a deviation to the skin marking when aligning the varioguide. Undraped the patient once more, and planned new trajectories in the same MRI scan for navigation. Performed another navigation registration with skin marking, draped the patient and aligned the varioguide, all with the above method. Observed that the aligned drill bit is near, but not exactly on the skin marking, still decided to trust the navigation and to accept the deviation from the marking. Created the incision and drilled the burr hole of ca. 3mm with the non-brainlab drill and bit through the navigated varioguide. Used a navigated biopsy needle, also through the navigated varioguide to take a biopsy samples following the planned trajectory. Took 10 samples with the biopsy needle, and sent them to pathology. Completed the surgery, closed the patient and took the patient for a post-op CT. The post-op CT scan showed that the trajectory of the biopsies taken deviated by ca. 1cm anterior and slightly lateral from the planned/intended trajectory. The surgeon believes the samples were taken from the edge of the tumor. The pathology result was inconclusive and not enough abnormal tissue for diagnosis was obtained. The surgeon intends a revision surgery to obtain diagnostic biopsy tissue, which was not yet scheduled at the time of the surgeon communicating the intention. According to the surgeon: the surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. There was no harm or negative effect to the patient due to the biopsies, also not due to the surgery/anesthesia prolong of ca. 2 hours. Other than the intended revision surgery to obtain a diagnostic sample, there were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.